Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The device memory indicated an issue with last charge energy display. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) displayed question marks for the last charge energy when the last high voltage charge prior to interrogation, is a battery conditioning charge. The questions marks are shown because of the software being unable to decode the value for the battery condition charge. The device remains in use. No patient complications have been reported as a result of this event.